Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that messages had been popping up on the screen at the beginning of surgery, and the issue needed to be checked before it happened again. The technical support specialist (tss) rebooted the device to resolve the issue. There were no errors during shutdown or power up. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the system displayed an unspecified data error, followed by a message stating severe error on current command if any, should be disregarded, along with object reference not set to an instance of an object. Afterward, the device was rebooted, but the reboot process took an unusually long time. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.